Event description:
The patient called to report that v-go 20 devices for the past 7 days had adhesive issue and failed to stay on clean skin. It was reported that devices are available for return to the manufacturer for evaluation. However, to date, have not been received.

Manufacturer narrative:
Device evaluation: six devices were received and evaluated for the device fell off event complaint. Device #053516-a to -d were inspected. These devices were returned unused and assessed, and it was verified that enough adhesive was observed on the foam pad. No anomaly was observed with the protective liner. The complaint these devices could not be confirmed. Device #053516-e to -f was received and inspected. Due to the condition of the adhesive foam pad upon receipt, the original adhesion properties could not be verified, and the complaint about these devices could not be confirmed.